Event description:
Customer felt their meter was reading higher than normal. Last night at about 3 a.m. Got a reading with their freestyle meter of 75 mg/dl. Shortly after that, customer bottomed out and a friend called the paramedics. When they arrived around 3:15, they took a reading of 37 mg/dl with their meter. The emergency medical technician's administered IV glucose. The customer was not taken to the hospital. The expiration date for the customer's control solution is 2/2002 and therefore is not valid.